Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no adverse impact on customer's blood glucose level.